Event description:
Reportedly, an atrio-ventricular node ablation was performed on (B)(6) 2019, since the patient had rapid conducted atrial fibrillation. The pacemaker was programmed in vvi mode with a basic rate at 50 min-1. During the procedure, pacing inhibition due to noise sensing was observed on an ECG, inducing pauses of up to 10 s. It seemed that the noise reversion mode was not triggered during the procedure.after the procedure, the pacemaker was programmed in vvir mode (basic rate 80 min-1, max rate 120 min-1).preliminary analysis revealed that several episodes showing non-physiological signals were recorded in the device memory on (B)(6) 2019. They were most probably due to strong electromagnetic interferences (emi) during the procedure.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report. - attachment: [20200309 - file-2019-04274 - analysis_and_closure_report_resp-2020-00255.pdf].

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an atrio-ventricular node ablation was performed on (B)(6) 2019, since the patient had rapid conducted atrial fibrillation. The pacemaker was programmed in vvi mode with a basic rate at 50 min-1. During the procedure, pacing inhibition due to noise sensing was observed on an ECG, inducing pauses of up to 10 s. It seemed that the noise reversion mode was not triggered during the procedure. After the procedure, the pacemaker was programmed in vvir mode (basic rate 80 min-1, max rate 120 min-1). Preliminary analysis revealed that several episodes showing non-physiological signals were recorded in the device memory on (B)(6) 2019. They were most probably due to strong electromagnetic interferences (emi) during the procedure.